Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a calibration error alarm on their insulin pump. The patient's blood glucose level was at 131 mg/dl. The customer simply had some questions about how long the sensors last. The customer was assisted with her questions and was advised to monitor the pump for any further issues. No further information was provided.